Event description:
It was observed during the device evaluation that the subject device exhibited several cuts in the universal cable. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation: it is likely that the several cuts in the universal cable and the dent in the outer sleeve were due to the outer tube having a dent. However, no cuts in the cables were found in the discovery report. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.